Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of false positive elecsys hiv duo results for 1 patient on a cobas e 402 analytical unit. It was reported that the patient had repeatedly reactive elecsys hiv duo results with a serum sample. However, the results with a plasma sample and test strips were negative. The initial hiv duo result was 4.36 coi (positive). The customer performed calibration, qc, and re-centrifuged the sample. The repeated results were 13.5 coi (positive) and 13.3 coi (positive). The strip test result using the determine hiv 1/2 method was negative, and the result using the bioline hiv 1/2 method was negative. The hiv duo result using a plasma sample was 0.338 coi (negative).